Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: vats to thoracotomy. Event description: how was the device being used/what action was being performed when the event occurred? The alexis was deployed during the vats as was routine however the procedure proceeded to an emergency thoracotomy. Describe the event, including any relevant information that might impact the investigation the surgeon decided to remove the alexis in a way he thought would be as rapid as possible. This technique involved cutting the white flexible ring in two places and aggressively pulling the device by the sheath and mangled white ring without collapsing or manipulating the green placement ring. At the end of the procedure and after the final count was performed the green placement ring could not be accounted for. The patient however was not stable enough to leave open and continue looking and therefore the cavity was closed. An x-ray revealed no part of the alexis was left inside the patient however a CT scan was scheduled for the following day to confirm. Results of this scan have not yet been communicated to me. Photos provided. Intervention: details unknown. Patient status: details unknown.

Event description:
Procedure performed: vats to thoracotomy event description: how was the device being used/what action was being performed when the event occurred? The alexis was deployed during the vats as was routine however the procedure proceeded to an emergency thoracotomy. Describe the event, including any relevant information that might impact the investigation the surgeon decided to remove the alexis in a way he thought would be as rapid as possible. This technique involved cutting the white flexible ring in two places and aggressively pulling the device by the sheath and mangled white ring without collapsing or manipulating the green placement ring. At the end of the procedure and after the final count was performed the green placement ring could not be accounted for. The patient however was not stable enough to leave open and continue looking and therefore the cavity was closed. An x-ray revealed no part of the alexis was left inside the patient however a CT scan was scheduled for the following day to confirm. Results of this scan have not yet been communicated to me. Photos provided additional information received via email from [facility] on (B)(6) 2023: act was done on the patient and the alexis wasn't seen. The surgeon is confident that the green ring was removed from the patient's chest. It proceeded to a thoracotomy due to surgical complication not as a result of product deficiency. Intervention: details unknown. Patient status: details unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs of the event unit were provided, confirming the complainant¿s experience of the green ring separating from the sheath. The sheath was also observed to be torn. The complainant confirmed the event was not a result of a device malfunction. Based on the description of the event and the photographs provided, the reported event was caused by the surgeon intentionally cutting the white ring and pulling on the device by the sheath during removal, resulting in the sheath tear. The tear propagated due to the continuous pulling, resulting in the green ring separating from the sheath. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level. Section e1 is being updated with the reporter's correct address.